Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Insulin pump passed displacement test, self-test, and unexpected restart error test. Insulin pump passed all operating currents tested with in the specific range and passed off no power test. Insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that they experienced hypoglycemic events. The insulin pump's programming, basal, and bolus were okay. The customer did not trust the insulin pump anymore. Customer's blood glucose level was 4 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.